Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with eighteen clips remaining. No visual ab normalities were observed. The handles were cycled the pusher bar did not advance. The instrument was disassembled, and the ratchet assembly was found to be damaged. In addition; the pusher bar was also disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged ratchet may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. Replication of the disengaged pusher bar link may occur when excessive force is applied to the handles during or after the firing cycle causing the link to disengage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the clip was not loaded well to the jaws and the clipping was unable to be performed. The procedure was completed with another device. There was no patient injury.